Event description:
It was reported that the device was being used with a neck tape tie when the operator noticed, the flange was damaged/cut. This occurred during use, and there was no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There was no physical damage observed. The device was received with the eyelet of the flange observed to be torn. The deformation of the tear was uneven.